Event description:
It was reported by service report that the bed had no functions from either headend siderail controls or from the footboard. No patient involvement or adverse consequences were reported.